Event description:
It was reported to vyaire medical that the vela ventilator was not producing the requested vte (end-tidal volume) and was constantly displaying an xdcr (transducer) fault and vent inop (inoperable) on startup. Furthermore, there was no patient associated with the reported event.

Manufacturer narrative:
Vyaire medical file identification: com-(B)(4). 81 other - the suspect device was not returned for further evaluation. Therefore, root cause was not determined. However, the customer placed an order and part was shipped. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.